Manufacturer narrative:
(B)(4)

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of and abdominal aortic aneurysm. It was reported that the talent stent graft migrated distally on an unknown date and was treated with another manufacturer's stent graft. A recent CT revealed an unknown endoleak between the talent stent graft and another manufacturer's stent graft. The physician elected to use aptus heli-fx endoanchor system to treat the unknown endoleak. It was reported that the 22mm aptus guide was opened, flushed and advanced through the gore dry seal. The guide advanced with what appeared to be more than typical force, though not overly concerning difficulty. Once the guide was inserted slightly above the planned location of the first anchor, the physicians deflected the tip to determine if the guide could a) be deflected and b) reach the deployment location. The physicians did not have difficulty deflecting the tip, however, they did voice difficulty turning the guide while attempting to position the device. With some challenge, the physician was able to get the guide to the approximate location. At this time, the applier was opened and after the guide was un-deflected, advanced into the guide. The physicians were then asked to re-deflect the tip of the guide and attempt to place the guide into position for the first anchor placement. The physicians had difficulty getting the guide to perform as expected. There was not a one to one reciprocating response to the amount the guide was being turned outside the body to the amount (or lack of) movement of the guide inside the body. It appeared as though the device handle was being rotated appropriately, but without the desired effect. The physicians were unable to get the guide into the planned position of the first anchor (below the right renal stent, ii in ap position) and asked if they should try the opposite wall of the graft. They attempted to rotate the guide to the opposite wall. And in doing so heard a crack while turning the device resulting in a piece of the guide to pop out of the proximal portion of the deflecting knob at the junction of the knob and the sheath guide. The physician pushed and snapped the piece back in place and noted that the "torque just released" and stated that perhaps they would be able to get the guide to now respond as desired. The physician continued trying to turn the guide though without new success and at roughly the same time the guide separated completely from the deflecting knob. This left just the open tube of the guide in the patient with blood flowing freely. The guide was clamped to stop the bleeding briefly, then unclamped to advance a wire through the guide and removed the guide swiftly from the patient. An angiogram was performed at this time and the decision was made to end the procedure.

Manufacturer narrative:
Review of several still angio images during an intervention revealed that a talent bifurcate system was positioned 6cm below the right renal artery. Another manufacturer¿s stent graft was placed inside the bifurcate, extending 4cm superior to the right renal. The od of the other manufacturer¿s device measured approximately 26mm l-r. There was contrast seen just proximal to the talent bifurcate bare spring on the patient¿s right side. The endoleak type/cause could not be determined. The talent aortic body was angulated 90 deg to the iliac limbs. Both iliac limb appeared to be patent, and there were coils seen within the distal aaa sac and possibly 1 or more of the internal iliac arteries were also coiled. A possible kinked sheath was seen on the patient's left iliac. No other obvious stent graft issues were observed. Chimney stents were seen placed into the renal arteries and possibly also the visceral arteries. Images showing the implant of the endoanchors were not seen in the films. The cause of the events could not be determined from the limited still angio images provided. The cause of the migration is also unknown. Pre-implant anatomy and earlier post-implant films were not available for review and comparison. The cause of the unknown type endoleak could not be determined from this still image. Unknown interaction with another manufacturer's device may have also contributed to this event. Images showing the attempted implant of the endoanchors were not available for review, and the cause of the reported endoanchor events could not be determined.